Manufacturer narrative:
Info received via medwatch form: mw5106342 no patient or health care provider contact information provided on form. No further communication. Therefore, we will not be able to perform device analysis.

Event description:
Patient reported illness- medwatch.